Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor displayed a service code 203 (pulse test fault). The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed a pulse test. It was discovered that the defibrillator board was damaged. The negative lead on high-voltage capacitor c22 was broken from the pad causing resistor r45 to open. The cause of the broken lead on the c22 capacitor cannot be positively determined but is likely severe mechanical shock from physical impact. No adverse event occurred due to this failure. The last person to use this monitor did not report any problems.